Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter casing was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue occurred on (B)(6) 2010 after the subject meter accidentally fell onto the floor. The cca noted that the patient manages her diabetes with insulin (self adjuster). At an unspecified time on (B)(6) 2010, the patient claimed she took an increased dose of humulin insulin (8 units). 24 hours after the alleged issue started, the patient claimed feeling dizzy and sweaty. The patient denied receiving medical treatment. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.